Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient had to be hospitalised. Patient's blood glucose level at the time of event was 699 mg/dl therefore patient therefore via the pump. The suspected cause for high blood glucose level was reported to be infusion site (switching from therefore to autosoft) as she reported that she might have inserted autosoft ifs onto the body incorrectly because she was used to inserting varisoft onto her body manually without having to work with the autosoft's applicator. Patient reported that she thinks that the autosoft cannula didn't go into her body properly. The infusion set was used for 4 days. At the hospital the patient was treated with IV and fluids of saline and insulin. No further information available.